Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during a stent placement procedure performed on an unknown date. It was reported that a tumour ingrowth was noted in the wallflex biliary stent. A habib catheter was used in an attempt to ablate the stent but was unsuccessful. Another wallflex stent was then used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: the initial reporter facility name is auckland - health new zealand. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf impact code f2301 captures the reportable event of a habib catheter was used in an attempt to ablate the stent. Imdrf impact code f2202 captures the reportable event of another wallflex stent was implanted to complete the procedure